Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted. The 2nd lead details are below: product description: evoke cap12 percutaneous lead kit - 60cm model # : 102878 catalog#: 3008 serial/lot #: (B)(6) manufacture date: 6/27/2024 expiration date: 6/27/2026.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. An impedance test was performed, and disconnected electrodes were identified on one (1) lead. An x-ray confirmed migration of both leads. A revision procedure was completed to replace the leads and resolve the reported event. It was noted that non-saluda anchors were used to secure the migrated leads.

Manufacturer narrative:
Correction: section h6 - evaluation codes - 6. Component code: previously reported as (patient lead (3079) update to (electrical lead/wire (452). Additional information: section d9 - 9. Date returned to manufacturer, device returned to manufacturer, section g3 - date received by manufacturer, section g6 - type of report, section h6 - evaluation codes, section h11 - manufacturer narrative. The leads and non-saluda anchors were returned to saluda. Visual inspection of the leads identified conductor cable breaks at the anchor site. As a result of this breakage, the leads failed functional testing with disconnected electrodes and current leakage observed. Review of impedance logs confirmed disconnected electrodes. The conductor cable breakage was likely attributed to the non- saluda anchor, but the root cause of the lead migration could not be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes and the patient may require surgery (including revision, explant, and replacement) as a result.¿